Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of 15 minutes after starting the sensor (warm up phase) the receiver asked for initial calibration was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported that 15 minutes after starting the sensor (warm up phase) the receiver asked for initial calibration. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.